Manufacturer narrative:
The customer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Event description:
The customer called into technical support (ts) reporting that the device has a defective nav-ring. It was stated that the device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that device was being set up right before patient use when issue occurred. There was no delay in therapy reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The respiratory therapist noticed the numbers jumping around when trying to attempt to make a setting change. While troubleshooting with biomed, when trying to change a setting, the numbers did not jump and did not adjust when using the nav-ring. The rse recommended part ID for front bezel. Scheduled repair of the device. Further information is pending.